Event description:
This is a report by a nurse in the USA of a break in aseptic technique, which led to peritonitis in a patient. During a call with baxter customer services, the following was reported. The patient experienced a break in aseptic technique, further described as touch contamination. This event resulted in the patient experiencing peritonitis. The patient was initially treated with vancomycin and gentamicin (doses, frequencies and route unknown) for the peritonitis. Later, the vancomycin and gentamicin were withdrawn and treatment with nystatin (oral, dose and frequency unknown) was initiated. The patient was hospitalized for peritonitis. Treatment with nystatin was ongoing. The patient was still hospitalized at the time of this report but is recovering. The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The break in aseptic technique occurred on an unknown date. As a result, the patient experienced peritonitis on an unknown date in (B)(6) 2012. The devices involved in the incident were unknown; therefore, device info is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed, because it was reported that there was a breach in aseptic technique, which caused peritonitis; however, the assignable cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique.